Manufacturer narrative:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) displayed an error message "system temperature too high". There was patient involvement reported and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that no abnormality was found during on site testing. Additionally, the equipment was cleaned, including dust removal and filter cleaning. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : b5 , g7 , h6 (type of investigation). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that no abnormality was found during on site testing. Additionally, the equipment was cleaned, including dust removal and filter cleaning. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) displayed an error message "system temperature too high". There was patient involvement reported and no injury or harm reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted. (B)(6).

Event description:
It was reported by the customer that during equipment operation, the cardiosave intra-aortic balloon pump (iabp) displayed an error message stating ¿system temperature too high¿. There was a patient involved but no harm reported.